Event description:
The customer reported that she "placed the pod on and had worn it for less than 24 hours and it started to cause high bg's." The cannula "had a kink," though no occlusion alarm had initiated. The pod data shows that a high bg level of 442 mg/dl was experienced and a correction bolus was immediately administered. Despite these boluses, her level had risen to greater than 500 mg/dl two hours later. Another correction bolus was administered, but her levels remained high for the remainder of pod wear. Note: the customer had also administered a manual insulin injection during the period of high bg's, but this was ineffective at lowering his levels. She removed the pod and will return it for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to insufficient insulin delivery. Based on the bg history provided by the customer, however, it is assumed that the cannula kink was a potential contributing factor. The customer had delivered three correction boluses, though bg;s failed to lower; it is expected that her bg levels would have gone down in response to the boluses. (Without the pod returned for evaluation, however, we cannot determine whether the high bg levels were due to physiological conditions or whether the reported cannula kink may have been a factor.) In addition, there is no indication that the pod had initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Although it cannot be confirmed through a device evaluation, the pod is assumed to have been a contributing factor to the customer's high bg levels based on the pod's all history provided in the report. Lot qualification test results for this pod lot revealed no failures that resulted in an occlusion alarm. The lot passed the acceptance criteria. Note: evaluation method are specific to activities performed during lot qualification testing (and are not related to activities performed on the subject pod as it was not returned for investigation).